Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) e597079. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: mandrin mounted on selective intubation left catheter 37f, for catheterism of the primary bronchi, then taken out. At the retrieval, it was noticed an alteration of the integrity of the distal end of the mandrin. During the scope test, a chipping is found in the trachea . The pulmonologist were called to perform an act of rigid fibroscopy and retrieval of the chipping in the trachea. Additional information received 26apr2017: "it is a double lumen use. A bronchocath 37g for selective intubation." Patient outcome: no consequence for the patient.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on the event description and returned product. An investigation of the returned device confirmed a small part had sheared off at the distal end of the catheter introducer (photo attached). However, according to mail the frova introducer was used with a double lumen et tube. The frova introducer is designed for placement of a single lumen tube only - not a double lumen tube as reported. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.